Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during lead implant procedure in an asymptomatic patient, the physician experienced difficulty in extending the lead helix after repositioning multiple times. After fourth attempt, helix would not extend and the lead was dislodged. Lead was replaced and the procedure was completed. Patient¿s condition was stable.